Event description:
It was reported the patient experienced an overdose. The patient was in the emergency room unresponsive. The healthcare provider (hcp) suspected an overdose and had given the patient narcan with increased positive change in his level of consciousness. The reporter did not have any further history or detail. The hcp was contemplating emptying the pump reservoir to force a stopped pump. The drug being delivered via the device was morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient product ID 8709sc serial# (B)(4), implanted: 2011-(B)(6), product type catheter. (B)(4).